Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Review of manufacturer's database revealed the patient had died. There is no allegation from the healthcare professional that the death was lead related. The cause of death has been requested but has not yet been received.

Manufacturer narrative:
This report is based solely on device return and analysis. There was no indication the death was device related; the cause of death has been requested but has not been received. Evaluation summary: outer insulation breached; proximal segment returned and analyzed.